Event description:
Source reported that her daughter was in the yard with her grandmother who was not watching when the child fell, had a concussion and was unconscious in the hospital for several days and is now home with no permanent damage.

Manufacturer narrative:
The consumer may not have read the warnings in the product manual, which clearly state that: "adult supervision is required at all times." "Use only on level ground or indoors. Do not use near steps, sloped driveways, roads, alleys, or swimming pools." "All mobility equipment can become unstable when used inappropriately." It warns about use on: uneven ground, inappropriate prompt placement, especially in extreme forward or reverse positions. Ramps/slopes/hills. Sudden stops from hitting a curb, crack, or debris.